Manufacturer narrative:
One cadd-prizm® vip pump was returned for investigation. A visual inspection revealed the device to have no cracking but fluid ingression was found. There was no evidence of the reported problem in the event history log. Three separate delivery accuracy tests were performed and at least one test was outside the pump's delivery accuracy manufacturing specifications. The reported under infusion was due to fluid ingression damaging the expulsor gasket. The root cause was determined to be user interface. The complaint was confirmed.

Event description:
It was reported that cadd-prizm® vip pump was under infusing. No injury was reported.